Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was more than 500 mg/dl earlier and later it was 450 mg/dl. The customer informed that they were not feeling well. The customer mentioned that they just inserted a sensor but nothing was happening like it was not communicating. The customer declined troubleshooting for high blood glucose and stated that they knew the reason. The insulin pump will not be returned for analysis.